Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in an unknown endovascular procedure. It was reported that during the index procedure, after the main device was deployed, contralateral cannulation was performed and then it was replaced with a hard wire. After this, the 16 fr sentrant sheath was inserted but blood leaked along the hard wire. It was re-inserted but blood continued to leak from the valve. This device was then replaced with a non mdt sheath. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.